Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump module did not alarm for air in line when the medication bag was empty. There was patient involvement but no harm. The customer later provided the following additional information: the event occurred on 3sep2025 at 1120 with a propofol infusion. The infusion rate was 60mcg/kg/min, a volume to be infused of 100ml, and a concentration of 1000mg/100ml. No air reached the patient.

Event description:
It was reported that the large volume pump module did not alarm for air in line when the medication bag was empty. There was patient involvement but no harm. The customer later provided the following additional information: the event occurred on (B)(6) 2025 at 1120 with a propofol infusion. The infusion rate was 60mcg/kg/min, a volume to be infused of 100ml, and a concentration of 1000mg/100ml. No air reached the patient.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported "failure to alarm" event could not be confirmed through log review or replicated during laboratory testing. The source pump module's air detection system was tested using the air-in-line threshold product analysis procedure. The air detection system was found to be operating within specification. An internal and external inspection was performed on the suspect pump module, and no issues were found that could have contributed to the reported event. A review of the logs was performed for the date mentioned by the facility ((B)(6) 2025), and it was observed that at 4:24 pm, drugid = 414 (propofol) was selected for pump module s/n (B)(6) and programmed with a rate of 21.74 ml/h and a vtbi of 75 ml. This programming was the only record in which propofol was used. The drug was identified through a keypress test. According to the pcu/pump module technical service manual in its configuration setup section: 2.5.2. Accumulated air-in-line when the accumulated air-in-line option is set to disable, the system sounds an alarm only when it detects an air bolus larger than the bolus size set as the air-in-line detection threshold either 50, 75, or 250pl. (In anesthesia mode only, the threshold value can be set to 500pl.) See section 2.5.3 air-in-line settings. When enable is selected, not only does the air-in-line system detect and respond to a bolus size greater than the selected air-in-line threshold of 50, 75, 250, or 500pl, it also detects and responds to multiple small boluses of a predetermined number, depending on the bolus size selected as the air-in-line detection threshold. 2.5.3. Air-in-line settings. The air-in-line detection threshold specifies the amount of air that can pass through the detector in a single bolus before an alarm sounds. In normal use, the threshold can be set at 50, 75, or 250pl. The default setting is 75pl. (In anesthesia mode only, the threshold value can be set to 500pl). The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the 'failure to alarm' could not be determined through laboratory testing and log review. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.